Event description:
A zoll pt svc rep (psr) called zoll customer support to report that a (B)(6) male pt's monitor would not complete a baseline. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the monitor c/a board, which prevented the application of the driven ground signal to the therapy electrodes. The failure to baseline was caused by the open resistor. The root cause for the open r781 resistor could not be positively identified. No adverse event resulted from the open r781 resistor. The pt received a replacement monitor.